Manufacturer narrative:
During analysis it was identified that the analyzer failed incoming functional tests . The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.